Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer was unable to interrogate; rf (radio frequency) connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the floppy drive was intermittent. Lower case was scratched and the rear display was scuffed up. It was noted various case parts were scuffed up. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.